Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during a procedure performed on (B)(6) 2016. The patient then underwent necrosectomy procedures on (B)(6) 2016. According to the complainant, post stent placement, the patient presented with fever and pain. The patient underwent a reintervention due to occlusion of the gastric ostium. During this procedure, the physician checked the placement of the stent with eus and the stent could not be found. On (B)(6) 2016, the stent was removed from the patient's colon with a snare. Reportedly, the patient's won had not resolved at the time of the stent migration. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during a procedure performed on (B)(6) 2016. The patient then underwent necrosectomy procedures on (B)(6) 2016. According to the complainant, post stent placement, the patient presented with fever and pain. The patient underwent a reintervention due to occlusion of the gastric ostium. During this procedure, the physician checked the placement of the stent with eus and the stent could not be found. On (B)(6) 2016, the stent was removed from the patient's colon with a snare. Reportedly, the patient's won had not resolved at the time of the stent migration. Additional information received on april 04, 2017: the complainant reported that the patient underwent the per protocol planned axios stent removal on (B)(6) 2016. During this procedure, the axios stent could not be found in the patient's stomach. Fluoroscopy was then performed and the stent was noted to be in the patient's colon. The stent was removed from the patient's colon on (B)(6) 2016. The patient was reported to be well at this time and ultrasound and laboratory chemistry are in the normal range.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during a procedure performed on (B)(6) 2016. The patient then underwent necrosectomy procedures on (B)(6) 2016 and (B)(6) 2016. According to the complainant, post stent placement, the patient presented with fever and pain. The patient underwent a reintervention due to occlusion of the gastric ostium. During this procedure, the physician checked the placement of the stent with eus and the stent could not be found. On (B)(6) 2016, the stent was removed from the patient's colon with a snare. Reportedly, the patient's won had not resolved at the time of the stent migration. Additional information received on april 04, 2017: the complainant reported that the patient underwent the per protocol planned axios stent removal on (B)(6) 2016. During this procedure, the axios stent could not be found in the patient's stomach. Fluoroscopy was then performed and the stent was noted to be in the patient's colon. The stent was removed from the patient's colon on (B)(6) 2016. The patient was reported to be well at this time and ultrasound and laboratory chemistry are in the normal range. Additional information received on july 17, 2017: reportedly, the patient also underwent percutaneous drainage. The axios stent procedure was deemed technically successful and therapy of won was deemed an endoscopic clinical success.